Manufacturer narrative:
The field service engineer adjusted the gear pump pressure and cleaned the water tank. After service, the customer confirmed the issue has not recurred. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas 6000 c (501) module. The customer did not report the initial calcium results outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020, patient 1's initial calcium result was 2.60 mmol/l, and the patient's repeat result was 2.07 mmol/l. On (B)(6) 2020, patient 2's initial calcium result was 2.94 mmol/l, and the patient's repeat result was 2.40 mmol/l. The calcium reagent lot number and expiration date were requested but not provided.